Event description:
The pt is reportedly experiencing pain with device use. External equipment was exchanged and programming adjustments were made. However this did not resolve the issue. Surgery to implant the contralateral ear is under consideration. Advanced bionics is in the process of gathering additional info. Once additional info is received a supplemental report will be submitted.